Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support advised the customer to check if the new diaphragm was seated properly and to perform the exhalation valve characteristic and hysteresis calibration as per service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high positive end expiratory pressure on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.